Event description:
It was reported that resistance was encountered during advancement of the filter through the delivery sheath and two filter legs become caught on the end of the sheath during the deployment. The filter was deployed at a 45 degree angle and during an attempt to retrieve the filter with a snare from the jugular vein, the snare loop became entangled in the filter legs, tilting the filter to a 90 degree angle. During the attempted removal of the snare device, the snare loop broke off and remained entwined with the filter legs. Follow-up CT imaging demonstrated no ivc perforation. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg relate cause for this event. This is the only complaint reported to date for corporate lot number gfxe3411 for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for failure to advance and filter tilt upon deployment. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.